Event description:
During patient preparation for the supraventricular tachycardia procedure, there was no connection through the surfacelink module to ensite x (ECG or patches). A spare surfacelink from another hospital was borrowed and connected, and the issue was resolved. The procedure was delayed 2 hours while the other surfacelink was retrieved. The procedure was completed without patient consequences.